Event description:
Paramedics used the device to monitor the electrocardiogram of a 73 year old female pt. During vehicle transfer of the pt from one hosp to another hosp, the monitor electrocardiogram display allegedly became erratic, pausing intermittently, then began scrolling backwards. The operator attempted to use the printer to display the pt's electrocardiogram, however the printer allegedly printed only a dashed line. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction.